Manufacturer narrative:
Add'l device info: cat#: 8069m0k1, lot#: 1022316, expir date: 08/2012. Device manufacture date: 08/2010. Merz aesthetics received this report on 1/4/2012. This syringe lot, 1022436, was listed in the recall letter from august 2011 for potential of radiesse 1.5 cc syringes leaking during use. Merz had not been notified of this event when it occurred in (B)(6) 2011. Dr. (B)(6) did not notice any media leaking from the plunger during injection. He did indicate the plunger seemed to push backward out of the syringe. The device history records for both radiesse lots, 1022436 and 1022316 were reviewed. The review of radiesse lot 1022436 is listed above. All required testing specifications for lot 1022316 were met prior to release, there were not abnormalities noted.

Event description:
A pt was injected with radiesse dermal filler on (B)(6) 2011, in the nl folds, by dr. (B)(6). The pt developed an infection on the left side a few days later; the pt was in (B)(6) and had spoken with (B)(6), over the phone. A prescription was phoned-in for the pt for oral antibiotics, but did not help resolve the infection. The pt was admitted to the hospital in (B)(6) 2011, and there was treated with keflex, doxycycline, bactrim, ertapenem, and vancomycin. She was released from the hospital after 48 hours monitoring. The pt was better at the time of release and has not had any recurrence.